Event description:
It was reported that " during insertion, the anesthetist encountered a problem inserting the guide into the skin. The tip was found to be blunt, making it impossible to penetrate the skin. The patient's skin was normal and rather fragile. Another kit was opened to perform the procedure and everything went smoothly." The procedure was prolonged. The user changed to a new kit. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator and peel-away assembly for analysis. Clear evidence of use was observed on the returned sample. Visual inspection of the dilator revealed signs of stress and bending at the distal end. In addition, visual examination of the peel-away sheath identified damage at the distal end. Microscopic inspection confirmed damage to the distal end of both components. The customer was contacted for additional information and stated that the reported damage was to the dilator. The total length of the dilator measured 3 3/4", which is within the specification limits 3 5/8" - 3 7/8" per dilator product drawing. The inner diameter of the dilator distal tip measured 0.020", which is within the specification limits of 0.020" - 0.022" per dilator product drawing. The outer diameter of the dilator extrusion measured 0.0592", which is within the specification limits of 0.059" - 0.061" per the dilator extrusion product drawing. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin. Warning: do not leave tissue dilator in place as an indwelling catheter. Leaving tissue dilator in place puts patient at risk for possible vessel wall perforation." The dilator was threaded over a lab inventory guidewire, outer diameter measuring 0.018", with no resistance. Slight resistance was noted at the area of damage at the distal tip of the dilator. A device history record review was performed, and no relevant findings were identified. The product IFU warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a blunt dilator tip was confirmed through investigation of the returned sample. Visual examination indicated evidence of stress and bending at the distal end of the dilator. The device met all applicable dimensional and functional requirements, and the tip taper was within specification. The manufacturing site was consulted, and it was indicated that further review would be required. Based on the customer report, evaluation of the returned sample, and input from manufacturing, the root cause of this complaint is considered likely manufacturing-related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " during insertion, the anesthetist encountered a problem inserting the guide into the skin. The tip was found to be blunt, making it impossible to penetrate the skin. The patient's skin was normal and rather fragile. Another kit was opened to perform the procedure and everything went smoothly." The procedure was prolonged. The user changed to a new kit. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).